Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be detremined.

Event description:
It was reported that the patient underwent plif surgery at l4/5 level to treat spondylolisthesis at l4 using spinal fixation system and two cages on (B)(6) 2015. On (B)(6) 2015, the patient developed sudden pain in the left lower extremity mainly in the femur. On (B)(6) 2015, back-out of one cage was found by CT and xp examination. Cage on the left side was found to be backed out. On (B)(6) 2015, the revision surgery was performed and backed out cage was removed and conducted compression. Doctor's comment: the compression may not have been performed enough when initial surgery.